Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device is broken/damaged. There was no patient involvement.

Event description:
It was reported by the customer that the device is broken/damaged. There was no patient involvement.

Manufacturer narrative:
Z-2939-2020 for keypad failure. Z-2718-2020 for iui connection issues. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged bottom rear case, and damaged bezel left side. In addition a corroded right, left iui, and broken ail sensor right side were found in connection to the reported allegation. Lvp lifted keypad recall completed. This file is reportable based on these findings. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 30sep2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged bottom rear case, and damaged bezel left side, corroded right, left iui, and broken ail sensor right side. Lvp lifted keypad recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 30sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the rear case assembly shielded 8100 lvp m2. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device is broken/damaged. There was no patient involvement.